Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced acute cardiac tamponade secondary to hemopericardium from a microperforation of the right atrium from a recent atrial lead placement. The lead was explanted. No further patient complications have been reported as a result of this event.